Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 132.3000 was due to failed tamper switch in communication board. Tech support recommended biomed to check the tamper switch and make sure it is not stuck on either open or close. Biomed able to correct the position on tampered switch and confirmed that is working now. Also recommended to run keypad test again or do a full pm again. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8015 error 132.3000. There was no patient involvement.